Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving inaccurate high control solution results. The pt indicated the subject meter first started to give inaccurate high control solution results on the same day at 2:46pm. Sometime after the reported issue began, the pt reportedly had symptoms described as "blurred vision". The pt did not take any action in regards to diabetes treatment and did not receive any medical intervention because of the reported issue. In addition, the pt did not test on any other device at the time of concern. It would have been helpful to know the pt's testing frequency and diabetes medication regimen, approximately how long after the inaccurate high control solution issue began did the pt develop this symptom, the duration of the reported symptoms, what treatment the pt received to abate the symptoms, and the event that lead up to the aforementioned symptoms such as lfs meter readings, diabetes medication intake, food intake, and physician activities. During troubleshooting, the customer care advocate verified that the test strips and control solution are within the discard date and in good condition, the control solution test was not within range when a control solution test was run with a new vial of test strips, the meter is coded correctly, the testing technique was correct, the punctured area was cleaned appropriately, and the correct control solution was used. However, the pt was unwilling/unable to verify that the control solution passed using the subject test strips. This complaint is being reported due to the pt claimed he had symptoms that can be suggestive of hyperglycemia after the reported issue began. Replacement products were sent to the pt.